Manufacturer narrative:
(B)(4).

Event description:
Information received from the healthcare professional (hcp) reported that, from the operative notes, the patient had a surgery for "battery malfunction" and that the ins was replaced. No medical symptoms were reported. The patient recovered completely from the event. The indications for use for the implanted device were noted as non-malignant pain and degenerative disc disease. If additional information is received, a follow-up report will be sent. See manufacturer's report # 3004209178-2016-03377 for the patient's other device issue.